Event description:
A cracked and shattered touchscreen on the pump was reported by the caller, resulting in an unresponsive and illegible display that prevented interaction with the pump. There was no adverse impact to the customer's blood glucose level. The pump was confirmed to be under warranty, and customer technical support (cts) arranged for a replacement pump to be sent. The customer was instructed to put the pump into storage mode and return it using a prepaid label within ten days. The customer understood and acknowledged these instructions and planned to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery.